Manufacturer narrative:
The manufacturer previously reported a ventilator's sensor board was replaced to address failed test steps during testing. The sensor board was not replaced. The device was returned to the customer unrepaired.

Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed test steps during testing. The device's sensor board was replaced to address the issues.